Manufacturer narrative:
The endowrist 30 curved tip stapler has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have imprecise motion. The instrument was installed on an in-house system and drive. The instrument exhibited imprecise motion in multiple directions. The grip tips did not move in the direction commanded. The main tube was inspected and found to have a broken proximal main tube tab. This tab mates with a slot in the medial seal, and breakage results in rotation of distal main tube. Rotation of the distal main tube separate from the proximal main tube should not occur. This tab is normally covered by the sheath during use. However, the tab was fully broken off from the instrument and not returned. Initial findings were confirmed. The instrument exhibits imprecise motion during system testing. The main tube was inspected and found to have a broken proximal main tube tab. This tab mates with a slot in the medial seal, and breakage results in rotation of distal main tube. Rotation of the distal main tube separate from the proximal main tube should not occur. This tab is normally covered by sheath during use; however, the broken tab was fully broken off from the instrument and was not returned. Probable root cause of main tube tab damage is attributed excessive loading applied to the distal end of the instrument.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.